Manufacturer narrative:
This report is being supplemented as correction to the initial medwatch, which was submitted in error. There is no potential for the reported issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported the device was found with one dead pixel (poor image). There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported the device was found with one dead pixel (poor image). There was no patient involvement, no harm reported due to the event.